Event description:
It was reported that an intravia empty container had particulate matter on the port. This occurred prior to use. It is unknown if there was patient involvement, injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the actual sample was not received. However, one unused unit was received for evaluation. No defect was observed during visual inspection. The reported condition was not confirmed. The unit was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, it has not yet been received by baxter. A supplemental report will be filed if any additional relevant information becomes available.